Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used in the stomach during a stent fixation procedure on (B)(6) 2026. During the procedure, the cinch wire broke and as a result, they were unable to cut the suture. The cinch was successfully deployed with a hemostat. The procedure was completed with another of the same device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a0401 is being used to capture the reportable event of cinch wire break. Device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required. Block h11 device evaluation. The suturing cinch was not returned for evaluation, and there was no media available for analysis. The reported event could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, there is not enough evidence to determine whether the cinch wire break and cinch failure to cut was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, cause not established is selected as the most probable cause for this event. Additionally, for the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. All compiled information on this investigation determines that the most probable cause is cause not established.